Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Kievit aj, et al, early experience with the vanguard complete total knee system: 2¿7 years of follow-up and risk factors for revision..., j arthroplasty (2013).

Event description:
It was reported that six (6) patients in the rpr study group had a revision post primary total knee arthroplasty (tka) due to aseptic loosening of the tibial component.